Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: biomet echo bimetric femoral stem catalog#: 192011 lot#: 612360. Biomet g7 acetabular cup catalog#: 010000664 lot#: 3555315. Biomet g7 acetabular liner catalog#: 010000850 lot#: 3411955.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "postoperative bone fracture and pain." Device remains implanted.

Event description:
Patient reported experiencing thigh pain during long walks following a left hip arthroplasty. No further information has been provided.